Event description:
The device involved in this MDR report was explanted 46 month after implation and returned fot analysis because failure to interrogate was observed during follow up. During interveniton, lead insulation damges were observed, this defibrillation lead (non-ela lead) was also explanted.